Event description:
Perfusionist opened tubing pack and discovered no tape was applied to sterile tray causing the tubing to fall out and be contaminated.

Manufacturer narrative:
Based upon the complaint description this complaint can be attributed to an operator not securing the appropriate tape to the tray. The issue was discussed with the manufacturing personnel and they were re-trained on the proper assembly methods for this kit. Additionally, the next lot was 100% inspected by additional personnel on the floor to verify that the re-training was effective and the issue is not recurring. (B)(4)